Manufacturer narrative:
The actual device was returned to the MFR for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The first five minutes into treatment the machine alarmed with a blood leak. Estimated blood loss was 300cc¿s. There was no pt ill effect and no medical intervention was required. Sample is available.